Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's father regarding the patient who was receiving an unknown drug via an implantable pump for cerebral palsy and intractable spasticity. The patient had a life scaring event a couple of months prior to this report date and needed to get a list of doctors that work with the pump in the areas they will be travelling. The consumer became upset because the manufacturer should know and doctors are required to report any issues back to the manufacturer. Reportedly the patient began itching and then had a life scaring event, no further information was provided and the call was disconnected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no out of box failure reported.